Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional info from the investigation is received.

Event description:
It was reported that the pins were sticking in the attachment. It is unk if there was pt involvement. There were no adverse consequences reported. The manufacturer investigation found that the impreglon coating was worn off the large collet.